Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported their battery was not lasting for more than one day. Customer's blood glucose was unknown at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer also reported their insulin pump's screen was heavily scratched. Customer stated the scratches made it hard for them to read the insulin pump's screen. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump was accidentally cut open before testing could be completed on the device. We are unable to test for the failed battery test alarms and unexpected low battery alarms. Cracked reservoir tube lip, minor scratches on display window and scratched reservoir window noted.